Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was prepared per instructions for use (IFU), was inserted without issues, and grasping was performed. However, during the third grasp, it was observed that both grippers were not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Returned device analysis confirmed the gripper actuation issue with both the grippers. It was observed that the both the gripper lines were separated from the l-lock shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified a similar complaint from the lot. Based on available information and analysis of the returned device, the reported gripper actuation issue with both the grippers was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in gripper actuation issue to be related to a potential product quality issue. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a